Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose. Also, the customer was having issues with pump over delivering. The customer's blood glucose was between 50mg/dl-67mg/dl and she was incoherent. The customer stated she just went back to pump therapy, she's been off the pump for the past two months. The customer's blood glucose was 189mg/dl, started experiencing low blood glucose 60mg/dl once she put the pump back on. The customer treated with orange juice. We performed displacement test and passed. In addition, the pump alarmed and button does not respond during priming at times. The customer was advised to discontinue the use of the pump and revert to back up plan.